Event description:
Failure of (2) enseal units during a laparotomy procedure. Third unit worked as expected. Temperature controlled tissue sealing device failed to activate during an open abdominal procedure. Replacement unit also failed. Control/base unit was exchanged with no change - units continued to be inoperative. Third device was introduced into procedure and functioned as expected.